Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier d6a: implant date.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted audible tones due to exhibiting high out of range shock impedance measurements. Additionally, noise on the shock channel was observed, this was not oversensed. Furthermore, episodes of pacemaker mediated tachycardia (pmt) were observed. The device's algorithm successfully terminated the episodes of pmt. Reprograming of the device was performed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted audible tones due to exhibiting high out of range shock impedance measurements. Additionally, noise on the shock channel was observed, this was not oversensed. Furthermore, episodes of pacemaker mediated tachycardia (pmt) were observed. The device's algorithm successfully terminated the episodes of pmt. Reprograming of the device was performed. This device remains in service. No adverse patient effects were reported.